Manufacturer narrative:
For the investigation the rp pump was returned for analysis, though it was returned cut by the user. The pump was returned for review with both the catheter and repositioning unit cut. The introducer was not returned for analysis. No damage was observed to the returned portion of the device, the root cause of the access site bleed was unable to be determined without the complete product. Should the introducer be returned for analysis, a supplemental medwatch will be completed inclusive of any new findings.

Event description:
A patient was placed on the impella rp for support due to right heart failure post-pulmonary embolism. After eleven hours of support, the team removed the rp due to a venous access site bleed, which troubleshooting in the form of both the placement of a femostop and stitch failed. The team infused units of blood product back to the patient. It is unknown if the blood infusion was 1 or 2 units.